Event description:
It was reported to philips that the system's monitor was unable to display the live image. The patient was moved to another system. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.